Event description:
It was reported that a pump refill occurred prior to (B)(6) 2014. After that refill, the patient had symptoms; the patient was very sleepy roughly 1 week after the refill occurred. The symptoms did not occur right after the refill; they were delayed. It was unknown if the drug had been changed at all at the visit. On (B)(6) 2014, the patient came in for a pump refill and the actual residual volume (0 ml) was less than the expected residual volume (5.9 ml). The pump was refilled with saline. On (B)(6) 2014 the patient came in again to check the reservoir volume and the actual residual volume (4 ml) was again less than the expected volume (12 ml). As of the date of this report, the patient was on oral pain medication and still had saline in the pump. The hcp (healthcare provider) was planning on keeping the patient on the oral dilaudid and see how she did. Prior to the saline, the device system was delivering dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).